Manufacturer narrative:
E1: patient city: (B)(6). Patient country : (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 29-june-2024, it was reported that patient faced infusion set leakage at site events. The blood glucose level was reported 400 mg/dl. Infusion set was in use for 2 days. No further information available.